Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device. On 03/31/2026 at 9:30 pm, the patient reported awakening to a cgm low alert with a reading of 40 mg/dl and ¿low¿. Upon waking, she performed a fingerstick blood glucose (fsbg) check, which showed a value of 90 mg/dl. The patient ingested a sugar tablet and reported that she subsequently lost consciousness (loc), although the duration of the episode is unknown. During this event, she believes she fell and sustained a sprained ankle. After regaining consciousness, the patient limped to the kitchen to obtain food and ice for her ankle. She later sought medical evaluation at her physician¿, where an x-ray confirmed an ankle fracture. The patient was prescribed a walking boot, which she was instructed to wear for six weeks. At the time of the report, the patient stated that her ankle remained sore. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information and clarification was provided by technical support on 06/02/2026. It was reported that on (B)(6) 2026, at approximately 9:30 pm, the patient awoke after receiving a cgm alert indicating a glucose reading of 40 mg/dl. Upon waking, the patient performed a fingerstick blood glucose (fsbg) test, which showed a glucose level of 90 mg/dl. The patient then took a sugar pill and lost consciousness for an unknown duration. During the episode, the patient reported falling and later believed she had sustained an injury to her right ankle and fibula. After regaining consciousness, the patient limped to the kitchen to obtain food and applied ice to the affected ankle. At the time, the patient believed the injury to be a sprain and did not immediately seek medical evaluation. On(B)(6) 2026, due to persistent symptoms, the patient was evaluated by a physician. An x-ray was performed, which confirmed fractures of the right ankle and fibula. The patient was treated with a stationary boot for approximately six weeks, and no additional medications were prescribed. While still using the boot, the patient participated in physical therapy with a personal trainer. After removal of the boot, a follow-up x-ray was performed, and the patient completed two additional therapy sessions. At the time of the follow up report 06/02/2026, the patient indicated that she had not yet regained full walking ability and continued to experience minor pain and tendon sensitivity. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).b5: describe event or problem - correction.b6: relevant tests/laboratory data, inclu - correction/additional information.b7: other relevant history - correction/additional information.g3: date received by mfg - correction.g6: type of report - updated/follow-up.h2: type of follow up - correction/additional information.h6: codes: health effect - impact code - additional information.h6: codes: health effect - clinical code - additional information.h10: corrected data.concomitant medical products - correction.